Event description:
It was reported the user tried to switch the cardiohelp system on using the battery operation. This did not work but the "on/off" led turned on. The device was then connected to an external power supply and the "ac/dc power supply" led turned on and flashed slowly. It was still impossible to start the device. The user then pressed four buttons at once. The device switched on with the display message "voltage fault and battery defective." The screen then darkened and the display became "jerky." The pump still would not start. Reference: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The root cause of the incident has been determined and investigated. Investigation of the defect mode has confirmed that one lot of potentially defective capacitors was used. The defective capacitor behavior led to shutdown of the battery booster that boosts the voltage of the batteries from 12v to 24v. This led to insufficient voltage to ignite the backlight of the display. A field safety corrective action was initiated and notification was submitted to the (B)(4) of FDA on (B)(4) 2013. The device referenced in this report is one of the affected products addressed by the (B)(4). The cardiohelp device will be repaired during the defined time frame documented in the (B)(4).